Event description:
It was reported that patient was having difficulty charging due to ipg was shifting and causing pain. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.